Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number

Event description:
A customer reported to baxter brazil an administration set in which a leak was observed at an unknown location. It is unknown when or in which care area this event occurred. There was no patient involved and no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a leak observed in the administration set was confirmed during visual test of the reported set. The assignable cause of the reported condition was found to be the injection site of the set that was missing elastomer. The injection site is manufactured by external supplier. This external supplier was notified as a corrective action of this reported condition. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.